Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she had gastric sleeve surgery on the day prior to this report to help lose weight. Since the surgery, the patient was having trouble urinating. They had to put a catheter in her and after that she had a lot of urine. She knew her kidneys were working because a lot of urine came out once catheterized. She thought the stimulator may be overstimulating or dehydrating her and wanted to turn it off to see if that helped. It was noted that she had the device implanted to help with urinary urgency. It was noted that it could be the pain medication that was affecting her too. She had been on a liquid diet. The patient was aided in turning stimulation off and was redirected to follow up with her healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.